Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had no electrogram (egm) data available for a ventricular tachycardia (vt) episode and an error message stating " unavailable to view memory issue" was shown. Attempts to retrieve the egm information were unsuccessful. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.